Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the customer received multiple inaccurate fill estimate readings during the cartridge loading process using multiple cartridges. The customer's blood glucose (bg) level was 450 mg/dl. The customer was to deliver a bolus of insulin to address the bg level. The customer was to use insulin injections to manage diabetes.